Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic (date not provided) with complaints of abdominal pain, the presence of fibrin, and constipation (prior to abdominal pain). A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) ceftazidime 2000 mg daily and vancomycin 2000 mg every 5 days, however the patient¿s peritoneal effluent culture result returned positive for staphylococcus (date and species not provided), and the patient¿s ceftazidime was discontinued. Based on the communication from the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy utilizing the same liberty select cycler without any reported issues. Follow-up cell count results obtained on (B)(6) 2025 revealed the wbc count had decreased to 22 /mm3, and on (B)(6) 2025 the wbc count had dropped to 3 /mm3.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic (date not provided) with complaints of abdominal pain, the presence of fibrin, and constipation (prior to abdominal pain). A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) ceftazidime 2000 mg daily and vancomycin 2000 mg every 5 days, however the patient¿s peritoneal effluent culture result returned positive for staphylococcus (date and species not provided), and the patient¿s ceftazidime was discontinued. Based on the communication from the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy utilizing the same liberty select cycler without any reported issues. Follow-up cell count results obtained on (B)(6) 2025 revealed the wbc count had decreased to 22 /mm3, and on (B)(6) 2025 the wbc count had dropped to 3 /mm3.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), constipation, and the presence of fibrin, which required antibiotic therapy. The etiology of the serious adverse events was not provided; therefore. Causality could not be established. However, staphylococcus is commonly found in the mucus membranes and on the skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Additionally, staphylococcus peritonitis is most frequently associated with a touch contamination event or lack of wearing a mask. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.